Manufacturer narrative:
Although the malfunctioning device was not returned to vygon, the details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to the FDA within thirty days of its conclusion via follow-up MDR.

Event description:
The line snapped in the vein possibly related to a flush with a 10ml syringe to address obstruction and migrated to the heart. It required vascath access to retrieve and new line access to be put in place to allow ongoing care. Device was in situ for 5 days.

Manufacturer narrative:
This complaint could not be classified. Due to the missing faulty sample, the error pattern can neither be verified nor disproved. According to the complaint form, we obtained the following information: ""the line snapped in the vein possibly related to a flush with a 10ml syringe to address obstruction and migrated to the heart. It required vascath access to retrieve and new line access to be put in place to allow ongoing care. Device in situ for 5 days. Patient required vascath removal of the part of the line that had migrated to the heart, and new line to be inserted; which meant a transfer to the dedicated hospital in our area to achieve this.". Since we neither received the faulty sample nor an image showing the defect, no investigation of the sample is possible. There are various events that can lead to a snapped catheter: 1. Tensile force which may be caused by: dressing change- in some instances the catheter can become adhered to the dressing and additional pulling is required to free it. Placing stress on the line could result in a tensile fracture in babies, routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture 2. Mechanical damage by a sharp instrument (for example scissor, toothed forceps or scalpel) during dressing change 3. Alcohol-based disinfectant. Concerning this, there is a warning in the IFU: do not expose to alcohol, acetone or solvent based disinfectants or dressing sprays. Since no batch number was available, checking of the batch history records whether deviations occurred was not possible. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter/set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. There are two further complaints regarding snapped catheter on code 1212.08 within the last three years. This query relates to all complaints that have come to our attention worldwide. Due to the missing sample, no further corrective action initiated by quality management as no root cause analysis can be made. Should a problem occur with our product in the future, please send us a representative picture or, even better, the faulty sample.

Event description:
The line snapped in the vein possibly related to a flush with a 10ml syringe to address obstruction and migrated to the heart. It required vascath access to retrieve and new line access to be put in place to allow ongoing care. Device was in situ for 5 days.